Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing therapy monitored volume performance specifications. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of the returned device, the homechoice (hc) had passed return instrument test/evaluation (rite) electrical test. However, the hc had failed rite functional test due to failing volume transferred comparison. The hc had passed the external and internal inspection. The device failed volumetric accuracy test. The temperature confirmation testing was performed without any issues. Simulated therapy was performed with no issues noted. The root cause for the rite failure of failed volume transferred comparison was determined to be deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.